Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Furthermore, the following additional issues (non-reportable) were identified during inspection: scratches on the distal end of the outer tube, and chipped lenses in optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope "oes elite", to olympus repair center for evaluation of a reported a broken rod that was found during reprocessing. No patient injury or harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was caused due excessive use. Olympus will continue to monitor field performance for this device.